Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a false short atrial tachy response (atr) episode due to far field r or t wave over sensing on the atrial lead. At presenting electrogram (egm) nor over sensing nor out of range measurements were observed and automatic pace threshold test episodes stored in configured collection period were successful. The crt-d remains in service. No adverse patient effects were reported.